Event description:
The patient "presented to ER for a heart rate of 40 bmp and dizziness. Upon interrogation this device was found to be programmed vvi 60 and near eri. A real time ECG captured the rhythm at rates less than the programmed rate." The physician suspects intermittent output as the cause for this event. The rv lead was capped and the device explanted. Both were replaced.